Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 24-feb-2026 section h-3: device evaluated by manufacturer: yes device evaluation: the lens was received inside a specimen cup. During a visual inspection, the device was inspected under magnification. The lens was coated in viscoelastic residue and cut and damaged with both haptics detached. The lens was cleaned and further inspected, and no further issues were identified. No further evaluation was performed. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The ar40e model intraocular lens (iol) was implanted in the patient¿s operative eye. Due to a haptic issue, the iol was explanted in a secondary surgical procedure and replaced with another ar40e 20.5 iol. Patient prognosis post lens exchange was reported as fully recovered. No further information is available.